Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical was able to duplicate the reported issue during bench testing led display is non conforming. As a resolution, led display was replaced to and process ventilator thru service. The reason for the led display to fail was unable to determined. Led display will be sent to failure analysis lab for further testing and analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator when the unit turn on the display area is lit but when any buttons near the led display were pressed the lights would go out and come back on as if a bad connection. The customer confirmed that there is no patient involvement associated with this reported event.